Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a videolaparoscopic endometriosis and video rectosigmoidectomy procedure, there was malformation in the staples. The circular stapler did not properly staple and "did not attach until the end of the stapler" generating a staple defect of about 1 cm in the anterior rectal phase. This required the use of a second circular stapler. "The doctor used a medtronic stapler to complete the procedure. There was no damage to the patient.

Manufacturer narrative:
(B)(4).batch # n55z2n. Device evaluation summary: the analysis results found that the cdh33a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, back drive noted during device testing: however, staple formation met the released criteria the event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.